Event description:
Customer initially called in with issues with the sensor. Customer stated the insulin pump was not alarming when she was having high or low blood glucose. Customer had a low or low blood glucose was 50 mg/dl were she passed out an did not seek medical assistance. Customer stated she had taken four tables and it went up in th 50 mg/dl range but thinks she ws in the 30 or 20 mg/dl. Then it went up to 350 mg/dl and the device never beeped or anything. Customer stated her low blood glucose was 64 mg/dl. Event occurred about two weeks prior to call. Night prior to call customer had another low blood glucose was 64 mg/dl for dinner. Troubleshooting was performed. Air bubble was noted, primed device until they were exited. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.